Manufacturer narrative:
The user experienced hyperglycemia while using the ilet. This situation can occur during insulin therapy and is consistent with the reported glucose values reaching up to 309 mg/dl. The user reported multiple supply changes, including infusion set, cartridge, and tubing, after which glucose levels began to trend downward and returned to range. Based on available information, no device malfunction has been identified. The event resolved with continued use of the ilet and did not require ems or hospitalization. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 23-mar-2026 the user reported that on (B)(6) 2026 they experienced hyperglycemia with a bg of 309 mg/dl. The user was able to treat the high bg by ilet without assistance from a caregiver. The user was treated at home and did not require ems or hospitalization.